Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Ultimately, the pump was reset and customer will continue to use current pump for insulin therapy.